Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture, low sensing and two inappropriate shocks had been delivered due to noise which had been oversensed. An x-ray revealed the lead had dislodged. The cause of the dislodgement is undetermined as the patient had a fall one day prior and also has twiddlers syndrome. There is currently no plan for a revision as the patient is not dependent. The device was programmed off and the patient was sent home with a life vest. A revision procedure was subsequently performed and the lead was removed from service and replaced. No adverse patient effects were reported.